Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced necrosis of the skin overlying the magnet site (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.